Event description:
Customer reported back check failure during chemotherapy infusion. The back check failure interrupted and delayed the extremely time sensitive chemotherapy medication. Doxorubicin was infusing as the secondary and 0.9% sodium chloride was the primary solution. The doxorubicin infusion started on (B)(6) 2012 at 1410 and a nurse noticed the secondary back flowing into primary on (B)(6) 2012 at 1030. The infusion was intended to run for 48 hours. There was no pt harm and no medical intervention was required. Customer stated that no further pt/event information is available.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results, should the device be received for evaluation.